Event description:
Customer reports back to back testing using the advantage system and a professional meter with results of 312mg/dl on his meter and 156mg/dl on the professional meter. No quality controls were run. No adverse event reported. Test strips were discarded. A replacement was sent.